Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a knee replacement procedure on (B)(6) 2014 and a reservoir was used. The reservoir functioned properly when first activated. On (B)(6) 2014 the reservoir was emptied and reactivated. At that time the suction was weak and eventually completely stopped suctioning . There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: (B)(4).